Manufacturer narrative:
The implicated disposable set was discarded at the hospital and therefore unavailable for investigation. The user facility was also unable to provide a lot number of the set; however, after reviewing complaints for the past year, it appears that this was an isolated incident. All 3-spike disposable sets are 100% leak-tested prior to release. The user facility provided the serial number of the rapid infuser, but the device has not been returned for investigation. The manufacturing records for this serial number were reviewed and nothing notable was observed. The unit has not been returned to belmont since it was shipped to the customer in 2013. We have reached out to the user facility to determine why the disposable set was reportedly clamped off to the patient at the time of the incident, as well as the type of infusate used during the case, as the report from the user facility stated that the blood may have clotted prior to the incident; certain infusates are contraindicated according to the instructions for use and may lead to clot formation. Without additional information, it is difficult to determine what occurred in this case at this time. Should additional information become available, a supplemental report will be submitted. We will continue to monitor and trend similar reports of this nature.

Event description:
Belmont's sales representative received a complaint from the user facility and relayed the following report: "(B)(6) 2019 met with (B)(6) she said disposable 'exploded' upon use. It was mentioned that the blood may have clotted prior to the incident."